Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow keypad button has required multiple presses to obtain a response for the past 2 to 4 weeks. He noted that the button does not click or spring back when pressed. The patient stated that the down arrow and ok keypad buttons are responding as expected. He denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that he wears the pump in a case clipped to his waist.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.